Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to device replacement due to normal eri, low pacing impedance was observed. During the interrogation, while performing the threshold test, loss of communication occurred. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Analysis performed did not find any anomaly other than voltage being at eri level. Total projected longevity was 9.39 years based on nominal settings, device was implanted for 9.33 year and it had already met the 75% of the projected longevity and considered normal eri. Pacing impedance was measured after each test in both unipolar and bipolar mode and the measurements were within normal operation range. The reported event of low pacing impedance was not confirmed.